Manufacturer narrative:
Model number/catalog number: sc-2218-50, serial number: (B)(4), model/catalog description: linear st lead kit 50 cm.

Event description:
A report was received that the patient was experiencing undesired stimulation on the upper body due to migration. X-ray revealed one of the leads moved up. The patient underwent a lead revision procedure.

Manufacturer narrative:
Model number/catalog number: sc-2218-50, serial number : (B)(4), model/catalog description: linear st lead kit 50 cm. Additional information was received that it was unknown which of the two leads had migrated. The patient was doing well postoperatively.

Event description:
A report was received that the patient was experiencing undesired stimulation on the upper body due to migration. X-ray revealed one of the leads moved up. The patient underwent a lead revision procedure.